Manufacturer narrative:
A review of the customer provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae) and the following additional information was provided: the bipolar yaw pulley appeared to have a mechanical indentation. The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that after a da vinci-assisted surgical procedure, part of the wrist on the maryland bipolar forceps instrument was noticed to be broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: it was confirmed that there was no report or observation of fragments falling from the device when last used within the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have yaw pulley damage between the grip cables. One of the yaw pulley edges was indented. The yaw pulley did not have corrosion that would have contributed to the pulley damage. The complaint was confirmed by failure analysis. The probable root cause of nicks and gouges on the yaw pulley is attributed to damage during use or reprocessing.

Event description:
Refer to h11 for follow-up information.